Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 470 mg/dl at the time of the event and also has issues with the buttons. Troubleshooting was performed and it was unknown whether the customer used the insulin pump within 48 hours of the episode. It was also found that the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Programmed the current time and date and set the auto suspend feature. The auto suspend alarm was turned "on" and programmed the time to 1 hour. Monitored the pump for 1 hour and the auto suspend alarm feature is working properly. No unexpected auto suspend/suspend anomaly noted. Please see below for pump errors/alarms noted 2 days prior to the event date 29-may-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 05/29/2023 22:14:00.000. Cannot find sensor signal 1 alert (790) was recorded and found in the formatted history file on: 05/29/2023 22:27:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, cannot find sensor signal alert or unexpected sensor errors or anomalies were noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. However, corrosion was found on the battery tube assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a retainer knit line damage was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment, a serial number label fading and a broken belt clip rails. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Keypad anomaly and suspend anomaly were not confirmed. However, during visual inspection, corrosion was found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 470 mg/dl at the time of the event. And also experienced a lot and large air bubbles in the reservoir and had issues with the buttons. The event involved product(s) mmt-1780kl, mmt-332a, mmt-397a, mmt-7020a. Troubleshooting was performed, and it was unknown whether the customer used the insulin pump within 48 hours of the event. It was also found that the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump, and mmt-1780kl was returned for analysis. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7020a.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary), d10 (updated the concomitant products) and h11 (added the satement "this is 1 of 2 medwatch reports regarding this event") with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.